Event description:
It was reported that the sys 9800 intermittently displayed and error message "cine drive not available" making the sys intermittently not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cine drive was replaced and the software reloaded. The sys was tested and found to be working as intended and placed back into service.